Event description:
It was reported that during a lap supracervical hysterectomy procedure, the device's blade tip broke off and was able to be removed from the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.